Manufacturer narrative:
The device performed as intended and did not malfunction. Patient hemodynamics degraded and became symptomatic (avb, chest pain) that eventually led to death. Intervalve was first notified during a business meeting on july 20, 2015 by the local intervalve (B)(4) distributor that a death was rumored to be associated with the use of the v8. To obtain more information, an email exchange was initiated with dr. (B)(6), who was on holiday. On september 21st, 2015 he communicated back to the distributor information that is in this final report.

Event description:
A pre-dilatation was performed using a v8 device, part number 232812c110. First pre-dilatation was unsuccessful due to excessive balloon movement. Second pre-dilatation was successful. Patient hemodynamics degraded immediately after second pre-dilatation (avb iii, chest pain). There was no pericardial effusion observed. Medtronic corevalve evolut 26mm was implanted. Post dilatation was performed using a v8 device, part number 232812c110. The physician implanted another medtronic corevalve evolut (valve-in-valve). The physician attempted to implant a vsd occluder. Patient expired before procedure completed due to hemodynamic collapse. The physician believes the shunt (referred to as a vsd) occurred during the v8 pre-dilatation procedure because the patient became symptomatic (avb, chest pain) immediately following the procedure.